Event description:
It was reported that via merlin.net transmission, post-paced t wave oversensing was observed. Patient was asymptomatic. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.